Event description:
Customer reported that the display on the insulin pump went blank. Customer stated that the battery indicator had one bar and then it shut off with no alerts. Customer had to revert to manual injections. It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Blood glucose value during incident was 90 mg/dl; final blood glucose value was 216 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.